Manufacturer narrative:
H3: pending investigation. D10: (B)(6): 02-010-01-0330 - composant femoral logic a cimenter t.3 droit; (B)(6): 02-012-45-3030 - embase tibiale fit logic cimentee 3f/3t; (B)(6): 200-02-35 - rotule 3 plots diam 35 8.5mm optetrak. H7: z-0021-2022.

Event description:
As reported, the patient had an initial tka in (B)(6) 2018. The surgeon performed a full revision on the patient on (B)(6) 2023 due to painful synovitis, extensive granuloma, abnormal wear of the pe requiring excision, femoral and tibial osteolysis, and tibial and femoral bone graft. No other patient information/medical history reported.

Manufacturer narrative:
H3: the revision reported was likely a combination of instability, rotational mismatch of the components, and patient-related conditions, which led to prosthesis wear and osteolysis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6.